Event description:
It was reported that during the explanted procedure for routine generator change, the hex wrench had difficulty to insert into the set screw. It was noted that there was calcification of blood or tissue that had ingresses into the septum that obstruct the access to the set screw. The calcified blood/tissue was pick away and hex wrench was able to insert into the set screw. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of could not untighten v-setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the inset of the setscrew. The calcified blood was preventing the wrench from inserting into the setscrew inset to engage the setscrew to untighten it. Wrenches cannot penetrate the calcified blood so the setscrew could not be engaged to untighten the setscrew. The calcified blood was removed from the setscrew inset by the physician in the hospital. Then a wrench could be inserted into the inset to engage the setscrew to untighten it. The stuck lead could then be removed from the v-connector. The blood came through holes punched through the septum by the user of the torque wrench at the time of implant.